Manufacturer narrative:
Preliminary analysis of the returned pacemaker confirmed that it operated as specified.

Event description:
Reportedly, the patient implanted with the subject pacemaker was followed in a cabinet outside the hospital, not equipped with a programmer. On (B)(6) 2016, the pacemaker was pacing in vvi 70min-1 and could not be interrogated. During the previous follow-up performed two months before in the cabinet, there was no indication of end of life (magnet rate was reportedly acceptable). The pacemaker was therefore replaced in emergency on (B)(6) 2016. It was also reported that the patient underwent a colonoscopy on mid-december. The device is available for analysis and will be returned.

Event description:
Reportedly, the patient implanted with the subject pacemaker was followed in a cabinet outside the hospital, not equipped with a programmer. On (B)(6) 2016, the pacemaker was pacing in vvi 70min-1 and could not be interrogated. During the previous follow-up performed two months before in the cabinet, there was no indication of end of life (magnet rate was reportedly acceptable). The pacemaker was therefore replaced in emergency on (B)(6) 2016. It was also reported that the patient underwent a colonoscopy on (B)(6). The device is available for analysis and will be returned.

Event description:
Reportedly, the patient implanted with the subject pacemaker was followed in a cabinet outside the hospital, not equipped with a programmer. On (B)(6) 2016, the pacemaker was pacing in vvi 70 min-1 and could not be interrogated. During the previous follow-up performed two months before in the cabinet, there was no indication of end of life (magnet rate was reportedly acceptable). The pacemaker was therefore replaced in emergency on (B)(6) 2016. It was also reported that the patient underwent a colonoscopy on mid-december. The device is available for analysis and will be returned.